Event description:
The customer reported to customer service that the transformer for her pump in style breast was hot to the touch and that the transformer housing has fallen completely apart. Internal wires were exposed, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information of the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).